Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. Device history: part: 315.250s. Lot: 6l36994. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 04. Nov. 2019. Expiry date: 01. Oct. 2029. A manufacturing record evaluation was not performed for the sterilized device lot number, the complaint condition is not related as the sterilized procedure has no relationship to the described damage of article. Non- sterile - part. Part: 315.250. Lot: 5l87407. Manufacturing site: (B)(4). Release to warehouse date: 16. Sept. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a procedure on an unknown date, a drill bit would not cut into the bone. In one case there were 3 drill bits opened as the first two weren¿t drilling properly. A second instance occurred in a case where one (1) drill bit wasn¿t working properly. No patients were able to be identified. The cases were completed successfully using back-up drill bits. Concomitant device reported: unknown powered drivers/handpieces (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4). This case is related to (B)(4).